Event description:
It was reported that the patient developed an allergic reaction to the pod's adhesive. The site of the pod was red and itchy, under the whole adhesive of the pod with a pimple at the site of the cannula draining blood. The patient's blood glucose level reached 358 mg/dl while wearing the pod between 36 and 48 hours on the hip/buttocks. The patient was prescribed elocom cream by a doctor friend. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the adhesive skin allergic reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135 and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.